Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications.

Event description:
During a radiofrequency ablation procedure a second degree patient burn occurred. The grounding pad was placed on the right flank. The skin had not been prepped prior to grounding pad placement however the area was noted as dry and not hairy. The burn was noted where the grounding pad was applied. To treat the burn, burn ointment was applied. There were no performance issues with any abbott device.